Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have melting and breakage of the teflon pad. A piece measuring approximately 1.5 mm x 0.5 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. The components adjacent to this teflon pad do not show damage. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. Correction(s): d4. Lot number was updated to: l13241205 0200.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during da vinci-assisted surgical procedure, tissue was noted to be sticking to harmonic ace jaws. The excitation platform of the harmonic ace reported an error: a reminder of "reduce tip pressure" was shown. The procedure was completed with no reported injury.